Event description:
Follow-up in 2005. The consumer has not responsed to multiple attempts to retrieve the product. Therefore the product is not available for testing and the lot number remains unknown. No corrective action is required base don this report.

Event description:
This case was reported by a consumer and described the occurrence of choking in a patient who used an aquafresh flex toothbrush (aquafresh extreme clean toothbrush) for dental cleaning. A physician or other healthcare professional has not verified this report. The patient's past medical history included cancer and anemia post chemotherapy. On an unknown date, the patient started using aquafresh flex toothbrush (dental). In 2005, the patient experienced chocking when the toothbrush broke as they tried to remove it from the back of their mouth where it had become stuck when cleaning their posterior teeth. The consumer's family member who pushed on their chest which allowed the broken off piece of toothbrush to be expelled. They stated that the jagged edge of the broken toothbrush hurt their throat causing "ulcers" as it was being expelled across the room. This case was assessed as medically serious by gsk. The consumer did not seek medical attention. Treatment with aquafresh flex toothbrush was discontinued. The throat ulcers were unresolved at the time of the report. The product is available for testing and has been requested.